Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device shows: the device failed the air leak test. The bending cover adhesive is deteriorated/separated. The distal end insulation has low frequency resistance. The cover body appearance did not meet specifications, the lens appearance did not met specifications. The guide pin of the elevator connector is shaved, resulting in a water tightness. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports there was water leakage from around the scope connector of an evis exera ii duodenovideoscope in december. Upon inspection/evaluation of the returned device, olympus noted there was a gap in the adhesive at the distal end of the scope. There is no reported patient impact related to this occurrence. Additional information has been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to a deterioration of glue between the plastic cover and the distal end cover, which was from chemical stress by handling or influence of the storage environment. This was deemed a preventable event. The following is included in the instructions for use (IFU) reprocessing manual: "chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. 5.1 storage of the endoscope: 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.